Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) device analysis revealed no anomalies. Visual inspection revealed grommet damage.

Event description:
It was reported that during the implant attempt, there were high thresholds and high lead impedance. When tested via analyzer lead measurements were good. The device was not implanted. No patient complications have been reported as a result of this event.